Manufacturer narrative:
Unique identifier (UDI)# :(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a possible interference causing questionable elecsys estradiol iii assay results for 1 patient sample tested on a cobas e 411 immunoassay analyzer compared to a architect analyzer. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The cobas e411 serial number was (B)(4). The instrument was visually checked without any issue noted. The temperature in the laboratory was 25 degrees celsius. The customer believes the high estradiol results are due to an interference. The investigation is currently ongoing.

Manufacturer narrative:
A patient sample was provided for further investigation. Biotin interference was excluded.

Manufacturer narrative:
The customer tested another sample from the same patient. The new patient sample was collected on (B)(6)2019. The customer still believes that there is an interference problem. The elecsys estradiol iii assay result from the cobas e411 (serial number(B)(4)) was 88.11 pg/ml. The estradiol result from an outside laboratories cobas e601 was 90.2 pg/ml. The estradiol result from abbott was 49.6 pg/ml (reference range 11-44pg/ml). There was no allegation of an averse event. The patient sample was submitted for further investigation. The investigation is currently ongoing. - attachment: [q-271386supplementsmeds.pdf]

Manufacturer narrative:
Based on the qc data a general reagent issue can be excluded.

Manufacturer narrative:
The testosterone result from the abbott instrument was 7.79 ng/ml with a data flag. The same patient had a new sample collected and tested on (B)(6) 2018 that produced again discrepant elecsys estradiol iii assay result compared to the abbott method. The estradiol result from the cobas e411 was 65.28 pg/ml and the abbott result was 31.20 pg/ml. The doctor still suspects that an interference is present and that the estradiol result is too high. There was no allegation of an adverse event in relation to the estradiol results obtained on (B)(6) 2018.

Manufacturer narrative:
A general reagent issue was excluded, based on qc data. Investigation with liquid chromatography-mass spectrometry confirmed the competitor result for the customer¿s sample. Interferences were excluded. The patient¿s medication might affect the steroid metabolism resulting in increased concentrations of esterone or androstenedione. These steroids have a cross-reactivity, which is documented in the product labeling. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer supplied one sample that was tested on both e411 (without a pre-wash) and e601 (with a pre-wash). An effect of the pre-wash was not observed. Heterophillic antibodies could not be found in sample. A product problem could not be found currently based on obtained results in this investigated sample. Investigation is ongoing.

Manufacturer narrative:
No specific interference in the patient sample could be identified. The sample that was submitted for further investigation had an external laboratory mass spectroscopy estradiol result of 30.01 pg/ml which confirmed the architect result to be correct. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Qc was not performed the day of the event. One sample was returned for investigation. The customer¿s results were confirmed; a high dhea-s concentration was found in the sample. This interference is documented in product labeling. No product problem was found.